Event description:
Status post orif left ulna, patient presented with pain and reported malformation of arm. X-rays revealed broken 3.5mm lcp plate. Plate broke in half at one of the screw holes. Broken plate was explanted and patient was revised to another plate.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.